Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient has received an elective replacement indicator (eri) message approximately four months after the implant procedure. In response, the local team has opted to proceed under the product warranty, with battery replacement scheduled for november. The patient is currently presenting the same symptoms observed prior to stimulation: dystonia and rigidity. The device will not be returned at this time, as it remains implanted in the patient.

Event description:
It was reported that the deep brain stimulation (dbs) patient has received an elective replacement indicator (eri) message approximately four months after the implant procedure. In response, the local team has opted to proceed under the product warranty, with battery replacement scheduled for november. The patient is currently presenting the same symptoms observed prior to stimulation: dystonia and rigidity. The device will not be returned at this time, as it remains implanted in the patient. Additional information was received indicating that the patient underwent an implantable pulse generator (ipg) revision. The ipg replacement was successful, and the patient has experienced a good recovery and is already benefiting from the therapy.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl.